Event description:
This lead was implanted on (B)(6) 2008 and was capped on (B)(6) 2011 due to increasing thresholds, 3.5v at 1.0ms. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).